Event description:
It was reported on (B)(6) 2012 that following initiation of cardiopulmonary bypass (cpb)on (B)(6) 2012, the venous inlet to the oxygenator would not allow venous return to enter the attached reservoir. The customer inspected the lines to assure that nothing was kinked. The customer then proceeded to install the venous line on the quick-prime port of the oxygenator at which time the venous return resumed. For the duration of the cpb, the venous return was sent to the quick-prime line. The customer voiced concern about the issue with the sucker and vent use during the rewarming period and how it could affect venous return. It was reported that venous return was unaffected for the remainder of the case. Post cpb, the customer cut the venous line six to eight inches from the venous inlet, unclamped the venous tube and observed that the venous fluid still did not drain into the reservoir. The customer felt that the venous inlet to the reservoir was occluded. At this time there is no information to reasonably suggest that the patient experienced an adverse event as a result of the reported incident. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.